Event description:
The deep brain stimulator units spontaneously turned off. The patient had checked the devices and reported. 'I heard the beep, so I thought they were on,' but she did not look at the back of the implantable pulse generator to confirm their status. The patient presented to clinic with more tremor and worsened balance. It was found that both deep brain stimulator units had been off for 3 days. The devices were turned back on. Her tremor improved. The patient outcome was reported as 'no injury'. Please see MFR report # 3004209178-2009-00581.